Event description:
It was reported that the battery of the pump would not charge despite using a tandem charging cable and plugging it into different wall outlets and adapters. There was no reported adverse impact on the customer's blood glucose level. Technical support instructed the caller to place the pump into storage mode before returning it and agreed to replace the pump under warranty, ensuring insulin delivery continued with the current pump.